Event description:
It was reported that detached sensor wire occurred. The sensor was inserted into the arm on 02-02-2019. The product was evaluated. An external visual inspection was performed and failed due to missing sensor wire.the allegation was confirmed. The probable cause was determined to be confirmed due to missing sensor wire. No injury or medical intervention was reported.

Manufacturer narrative:
Com-(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019, there was a detached sensor wire. The sensor was inserted into the arm on (B)(6) 2019. No product was provided for evaluation. Confirmation of the reported detached sensor wire could not be determined. A probable cause could not be determined. Labeling indicates: all patients can use their bellies (abdomen). Patients 2 to 17 years old can also choose their upper buttocks. Look for a place on your belly or upper buttocks where you have some padding. The sensor is not tested or approved for other sites. Talk to your hcp about the best site for you. No additional event or patient information is available.